Manufacturer narrative:
Conclusions: the repair of this device has not been fully completed at this time.

Event description:
It was reported by service report that the foot end will not raise with any controls. The fowler will also not lower. The side rail is broken. No patient involvement or adverse consequences are reported.